Manufacturer narrative:
Account stated that they replaced the head motor but the problem remains. Account thinks, the problem is with the main power control board and requested a part number for replacement. The bed does not have CPR functions. Tech gave the account the part number for the power control board. No further info is available on the repair of the bed at this time.

Event description:
Account alleged that the bed has no head down function. No pt impact.